Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the patient was again taken in for vaginal evisceration. Same suturing device was used and was re-sutured and re-operated.